Event description:
The handpiece was returned without complaint after the customer received their own back from repair. Upon evaluation, it was found to run without activation.

Manufacturer narrative:
Upon evaluation, the socket was found to be corroded and coated with a foreign substance. There was also corrosion damage tot he motor and plug. Corrosion within the motor assembly can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.